Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 7.5-8.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. (B)(4). (B)(6). No complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.